Manufacturer narrative:
The field application specialist found that the samples were not correctly mixed and spun after freeze/thaw. Pre-analytic separation of analyte caused biased results.

Manufacturer narrative:
The field service engineer performed an analyzer baseline check and no abnormalities were noted. A precision check on both serum and urine had passed. The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for 3 patients, from the cobas 8000 c 702 module. The initial results were performed on (B)(6) 2020 and reported outside the laboratory. The repeat results were performed between (B)(6) 2020. The samples were frozen in a temperature controlled freezer and then were thawed out to perform the repeats. All samples were urine samples. Patient 1: an aliquot of sample 1 was tested with results of initial 42 mg/dl and repeat 50 mg/dl. A second aliquot of sample 1 was tested twice with results of initial 42 mg/dl and repeat 42 mg/dl. The primary tube for sample 1 was retested with a result of 70.58 mg/dl. Patient 2: an aliquot of sample 2 was tested with results of initial 67 mg/dl and repeat 68 mg/dl. A second aliquot of sample 2 was retested with a result of 82 mg/dl. The primary tube for sample 2 was retested with a result of 108.03 mg/dl. Patient 3: an aliquot of sample 3 was tested with results of initial 44 mg/dl and repeat 84 mg/dl. A second aliquot of sample 3 was retested with a result of 95.75 mg/dl. A third aliquot of sample 3 was retested with a result of 45.35 mg/dl. The reagent lot number and expiration date were asked for but not provided.